Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 was broken and required maintenance. The field service engineer (fse) remotely connected with the customer and confirmed that the drawer was operational but required replacement of the slides. The station was powered down, the main full height drawer 2 was removed, and the drawer slides were replaced. The drawer was reinstalled, diagnostics were performed, and the application was restarted. The customer subsequently tested the drawer and confirmed normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2 broken and required maintenance. The customer tried rebooted the device and unplugged and replugged the cable but still issue persist. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.